Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. There was crossing difficulties when the delivery system reach the native valve because the coronary cusp was very calcified. A lot of effort was needed to cross the valve requiring multiple maneuvers. Finally, the valve was successfully implanted, a CT was performed and a hematoma was observed in the sinus of valsalva. No actions were taken apart form keeping the patient quiet and sedated. The patient unfortunately passed away five days post procedure due to complications of the hematoma. As per medical opinion, the root cause of the difficulties when crossing the native valve are due to patient anatomy.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. Corrected h6: health effect - clinical code. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, difficulty crossing the native annulus was empirically confirmed based on provided information. The available information suggests that patient factors (calcification) likely contributed to the event as per information provided the coronary cusps were highly calcified. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. The available information suggests (patient factors - annular calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.